Manufacturer narrative:
This spontaneous case with additional information received through social media describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4. In (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), fatigue ("very intense fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), inflammation ("inflammation"), gastrointestinal infection ("gastrointestinal disorder"), ear, nose and throat infection ("ear-nose-throa disorder"), tooth disorder ("dental problems") and urinary tract infection ("urinary tract infection"). Essure was removed in 2018. The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, myalgia, pelvic pain, inflammation, gastrointestinal infection, ear, nose and throat infection, tooth disorder or urinary tract infection. The reporter commented: insertion of essure implant, in (B)(6) 2013, followed by harmful effects to the female patient¿s health. Onset of harmful effects in 2014: significant fatigue, joint and muscle pain and inflammation, pelvic pain, gastrointestinal, ent and urinary infections, dental problems underwent a total hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jul-2024: quality safety evaluation of ptc. Further company follow-up with the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case with additional information received through social media describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4. In (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), fatigue ("very intense fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), inflammation ("inflammation"), gastrointestinal infection ("gastrointestinal disorder"), ear, nose and throat infection ("ear-nose-throa disorder"), tooth disorder ("dental problems") and urinary tract infection ("urinary tract infection"). Essure was removed in 2018. The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, myalgia, pelvic pain, inflammation, gastrointestinal infection, ear, nose and throat infection, tooth disorder or urinary tract infection. The reporter commented: insertion of essure implant, in (B)(6) 2013, followed by harmful effects to the female patient¿s health onset of harmful effects in 2014: significant fatigue, joint and muscle pain and inflammation, pelvic pain, gastrointestinal, ent and urinary infections, dental problems underwent a total hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review argus cases (B)(4) are found to be duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All relevant information including source documents, references, events, reporters were transferred from nullified case to retention case. No new follow-up information was received from the reporter. Further company follow-up with the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case with additional information received through social media describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4. In (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), fatigue ("very intense fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), inflammation ("inflammation"), gastrointestinal infection ("gastrointestinal disorder"), ear, nose and throat infection ("ear-nose-throa disorder"), tooth disorder ("dental problems") and urinary tract infection ("urinary tract infection"). Essure was removed in 2018. The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, myalgia, pelvic pain, inflammation, gastrointestinal infection, ear, nose and throat infection, tooth disorder or urinary tract infection. The reporter commented: insertion of essure implant, in (B)(6) 2013, followed by harmful effects to the female patient¿s health onset of harmful effects in 2014: significant fatigue, joint and muscle pain and inflammation, pelvic pain, gastrointestinal, ent and urinary infections, dental problems underwent a total hysterectomy. Further company follow-up with the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.